Event description:
It was reported that the user received scan errors when attempting to pair a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor with the ilet, with intermittent communication failures observed during attempts to toggle between compatible cgm options and complete sensor scanning. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the sensor, consistent with intermittent communication failure, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.